Event description:
It was reported that during the implant attempt the doctor found it "hard to pass lead" and when lead was inserted it "couldn't be located". The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and primary analysis revealed no anomalies found. There was blood presenting/on the helix/lobe mechanism.